Event description:
Pt reported changing the infusion set of the infusion device on (B)(6) 2012. Blood glucose level was okay. Pt reported feeling bad and having a stomach ache when waking on (B)(6) 2012. Pt stated blood glucose level was 394 mg/dl and had 2+ ketones. Pt¿s normal blood glucose level was not provided. The luer separated from the infusion set tubing and insulin flowed out. Pt reported taking correction via the infusion device after changing the infusion set. Pt stated, blood glucose level was okay. No further info was available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.